Manufacturer narrative:
Concomitant medical products: 694758 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead "was not in the correct spot" and the patient was feeling ill. The lead was subsequently capped and replaced. No further patient complications have been reported as a result of this event.